Event description:
An acl reconstruction was completed with the biorci-ha screws. It was reported that a mallet was used to assist in the insertion of one of the screws. This resulted in the screw cracking. The screw was removed and replaced with a new screw.